Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500+ mg/dl. The customer changed the sets about 4 times because they were bending and breaking. Two hours post meal; the customer had blood glucose reading of 200 mg/dl. The customer stated that the cannula was bent. The customer rotated each site. The customer already changed the set. The customer declined to troubleshoot for high readings.